Event description:
It was reported that a home patient (hp) experienced an increased intra-peritoneal volume (iipv) event while performing automated peritoneal dialysis (apd) using a homechoice (hc) device. Troubleshooting revealed that the device moved from the initial drain cycle without draining any fluid and the initial drain alarm setting was set to 0ml. The technical service representative (tsr) initiated a swap of the device, but the hp used the device to finish therapy on the night of the event. The hp performed a manual drain and drained out 4735 ml with their largest fill volume as 2500 ml. The tsr assisted the hp with completing therapy. The hp reported feeling full, but there was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice was returned and analyzed. The reported overfill condition was verified by the fill/drain volumes in the event history log. No abnormalities were identified during internal/external inspections. The device passed both electrical and functional returned instrument testing evaluation (rite) tests. The pneumatic system was found to be working within specifications. A short simulated therapy was performed successfully. Although found in the event logs, the reported increased intra-peritoneal volume (iipv) event was unable to be duplicated or verified during sample analysis. The cause of the issue was determined to be a use error. The initial drain alarm setting was inappropriately programmed and a false empty detect occurred. The homechoice / homechoice pro apd systems patient at-home guide warns that setting the initial drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.